Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump screen became cracked due to an unknown reason. Reportedly, the pump remained functional. The customer's blood glucose level was not impacted.